Event description:
A patient underwent an ablation procedure with a lassostar¿ catheter r for which biosense webster¿s product analysis lab identified that the shaft was broken in the middle with internal parts exposed. The finding was identified on (B)(6) 2022. It was initially reported by the customer that a bent shaft was noticed mid-ablation procedure. After positioning into ripv the physician nothced a kink in the catheter at his end. When the doctor attempted to advance catheter slightly the catheter collapsed in the location of the kink. The rf application was completed successfully and catheter withdrawn without incident. No surgical delay or patient consequences were reported. Bent shaft is not MDR-reportable. Broken shaft is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the broken shaft was in the middle of the shaft with internal parts exposed. The broken shaft could be related to the kink reported by the customer. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: if a lassostar¿ catheter is used with the heliostar¿ catheter, do not extend the heliostar¿ catheter beyond the sheath tip until the lassostar¿ catheter has been fully advanced out of the guidewire lumen. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).